Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2014-01790 and 2134265-2014-01695. It was reported that pullback failure occurred. During a percutaneous coronary intervention, a motor drive unit was used in conjunction with an opticross imaging catheter to visualize a lesion. It was noted that automatic pullback failed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.